Manufacturer narrative:
The following other devices were listed in this report: triathlon cr x3 tibial insert. Cat # 5530-g-311; lot unk. Triathlon p/a cr beaded # 2l. Cat # 5517f201; lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the reported revision. The revised devices and additional info were requested. If they become available, the eval results will be submitted in a supplemental report. Additional info from voluntary report: 05/28/2010. Otis total knee. (B) (4): model - otis tibial implant 5520 b 300, (B) (4), other #: otis femoral implant 5517-f-201. Also reported to: manufacturer. E5: reporter does not want their identity disclosed.

Event description:
User facility report stated: "pt had total knee replacement performed at another facility. Hardware implanted at that time failed. Knee revised with different implants." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted 8 months ago.